Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a low battery alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and battery testing were performed. The low battery alarm was found during battery testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.